Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a line across the iol after the iol was inserted into the eye. The iol was removed resulting in a tear in the posterior capsule. Additional information has been requested.